Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2007 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head, metal liner and acetabular cup were removed and replaced. Review of invoice history indicates patient underwent a revision procedure on (B)(6) 2007 due to unknown reasons. The acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2007 revision was due to patient fall, dislodging the cup. The patient¿s operative report noted hematoma, fractured superior dome, and removal of bone fragment. Further information in patient¿s operative report for the (B)(6) 2007 revision procedure noted scar tissue, and the cup had flipped 180 degrees.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-06630 / 06632).